Manufacturer narrative:
Investigation details: when the c-ring was pulled, it came off easily from the wire support, indicating little or no adhesive. It was concluded that the c-ring could have detached from the cannula inside the pt's leg. Therefore, the complaint is confirmed.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the c-ring became detached inside the leg. C-ring was retrieved with hemostats, and the procedure was completed with a replacement device. The hosp did not report any pt complications.